Manufacturer narrative:
Onsite investigation was preformed and the field representative was unable to replicate the reported event as system functioned as intended and without problems. No parts were replaced or returned. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a laser induced thermal therapy (litt), they experienced imaging issues, they said that the ge scanner was not providing the correct imaging for the system to interpret. Although the issue was with the ge scanner, the thermal therapy system was still showing the bad image.

Manufacturer narrative:
The reported issue was evaluated by medtronic personnel. The representative reported that the workflow used by the site varied with the scanners used by the site. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.